Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, operating currents, self-test and off no power. No failed battery alarm/bad battery alarm, no low battery alarm and no blank display noted. Unit was inspected and the battery tube connector plugged in properly. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Assisted customer with troubleshoot for blank display. Customer states the display did not return. Assisted customer in performing a self-test. The insulin pump passed the test. Customer declined all other trouble shooting. The insulin pump will be returned for analysis.